Manufacturer narrative:
(B)(4).

Event description:
New information indicated that everything went smoothly for the patient.

Event description:
It was reported that the fatigue patient presented in clinic after lost to follow up. Upon attempt interrogation, the pulse generator was unable to be interrogated and exhibited no magnet response. On (B)(6) 2015, the device was explanted and replaced. No further information was available.